Event description:
It was reported by a user facility that a saline bag back filled during the first two minutes of recirculation. There was no patient involvement. The machine's air separator chamber and flow release valve regulator were replaced. The venous testing was not calibrated properly. The internal transducer was replaced due to a piece of plastic sticking out. The function and sensor boards were swapped due to glitches. The new boards were fully programmed. At the time of the complaint the machine had not yet been released back into circulation.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.